Event description:
Healthcare professional reported one day after injection to the bridge of the nose with juvederm voluma pt developed "inflammation and small blisters at injection site." Pt was treated with antibiotics and hylase and is being continuously monitored. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of inflammation and blisters are physiological complications are analysis of the device generally does not assist allergan in determining a probably cause for these events.